Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was having problems with the sensor. Customer's mother reported that the customer was wearing the sensor inserted in the leg. It was determined that sensor glucose versus blood glucose readings were being returned inaccurately. Blood glucose level at the time of the call was not provided. No further information was provided.